Manufacturer narrative:
This report is being sent to provide information based on the legal manufacturer's final investigation and device evaluation. The device was not returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be conclusively identified. However, based on the phenomenon and information obtained since the actual item was not returned, presumably the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be prevented by following the instructions for use which state: confirm that the 3d endoscopic image is displayed normally in white light imaging (wli) and narrow band imaging (nbi) observation. Confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. In addition, the following non-reportable malfunctions were found during the device evaluation: due to wear of angle wire, bending angle in up direction does not meet the specifications, adhesive on bending section has a chip, protector of the video cable section has a scratch, and video connector case has a crack. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had bending section scratch. During inspection and evaluation, the image was cloudy. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.